Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Device alarmed hardware low level failures error during self test and confirmed in the device history due to broken pin on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the device was no longer alarming for high blood glucose alerts which resulted in the customer having high blood glucose levels. Their blood glucose level during the incident was 192 mg/dl. Troubleshooting was not performed. The device will be returned for analysis.